Event description:
The customer tested his blood glucose using his breeze meter and received a reading of 97 mg/dl. He retested using another meter and received a reading of 25 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged the test strips were returned for eval. Replacement test stirps and a new breeze2 meter were sent to the customer.